Event description:
After the delivery & successful placement of the ivc filter, the delivery system was removed from the patient. It was noticed that the marker bands came off the catheter and were removed from the venous entry site by the doctor's fingers. It was reported that the catheter fit in the patient's access site was tight due to the patient's anatomy. As a result, it was reported that the catheter met with some resistance on entry and removal of the catheter.